Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2006. Upon scheduled follow-up performed on (B)(6) 2008, the device memory content (aida, i.e. Holter) was not available. The message "memory is corrupted" was displayed, and memories were not programmable.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the united states; however, it is similar to symphony / rhapsody pacemaker models approved under p950029. (B)(4). Conclusion: implant and programmer operated as specified. The reported behaviour is due to a telemetry error that triggered a reset of the holter status. Aida will be automatically programmed upon next interrogation with the programmer, and normal functioning will be restored. No pt safety issue.